Event description:
It was reported that a user could not adequately hear audible alarms on the ilet despite all alarms being enabled and the volume at maximum, and also reported that the display remained too dim even with the backlight increased, indicating perceived deficient alarm loudness and low screen visibility. Symptoms included no reported adverse clinical effects. Outcomes included no impact on clinical condition or care utilization. Investigation included customer support troubleshooting and education to verify alarm settings and maximum volume, and to adjust the display backlight. Investigation of this case revealed that the device operated within available settings for alarm volume and backlight, with user dissatisfaction regarding effectiveness in their environment. It was concluded that the device functioned as designed, and no device malfunction was identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.